Event description:
During the tumor resection, a resectoscope was introduced into the bladder, which included a camera used to visualize the field. During the procedure, prior to the start of the resection, the surgeon saw a spark both on the monitor (inside the patient) and about four to six feet away from the patient on the cautery cord. The spark in the patient's bladder did not come into contact with patient tissue. The surgical team threw the cautery cord off of the field and discovered that the cord broke apart from the resectoscope attachment, which was still plugged into the bovie. There was no harm to the patient. FDA safety report ID# (B)(4).